Manufacturer narrative:
There are no complaint records on file related to any system or component failure for this patient. The initial implant surgical incision had reported to be fully healed and closed and there are no indications of the presence of infection at any time. There are no reports of external trauma. The cause of the lead eroding through the skin is unknown.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. After implant the surgical wound fully healed and the system was successfully activated. On 14oct2023 the patient informed a nalu representative that a section of the implanted lead was exposed and protruding through the skin. Patient was advised to follow up with the implanting physician. It was noted at that time that the implanting physician's practice had closed and the patient would need to decide on a new pain control doctor, and at that time the patient also became sporadically responsive to communication from the firm for follow up. On (B)(6) 2023 the patient informed a nalu representative that a full system explant had taken place on (B)(6) 2023.